Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent high blood glucose readings over 400 mg/dl while using an inset infusion set on the thigh, leading the caregiver to replace the set multiple times and to administer an external insulin injection without disconnecting the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper procedure and failure to follow instructions related to administering subcutaneous insulin while connected to the ilet; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.